Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon wrapper was found in her vagina. She was able to manually remove the wrapper but had to seek medical attention. No adverse health issue was found.